Event description:
Three sternal reconstruction plates were implanted. Patient noticed some movement and an x-ray showed two of the plates were broken. All hardware currently remains in the patient and surgeon has no immediate plan to remove them.

Manufacturer narrative:
Subject device has not been removed from the patient. No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine the manufacture date without a lot number.